Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was broken in the injector. Additional information has been requested.

Manufacturer narrative:
With the new information received from the customer in section b.5., this record is not reportable and there will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the event occurred before touching the patient during the preparation of the implant.